Event description:
Patient reporting "peri-implant fluid accumulation, focal thickening in the left implant, located in the retroareolar region (5 x 6mm), with its significance currently uncertain, chronic pain in the left breast, along with implant flipping/displacement" diagnosed by MRI and ultrasound. Healthcare professional confirms "fluid collection, implant rupture, causing localized pain and systemic illness.¿¿ device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch emdr-75142. Aware date should have been listed as 3/11/2025.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h10.

Event description:
It has been identified that this record, mrn 9617229-2025-01897, is a duplicate of mrn 9617229-2025-0000020. Please see mrn 9617229-2025-0000020 for reportable events.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma-late, rupture, capsular contracture baker grade unknown.

Event description:
Patient reporting "peri-implant fluid accumulation, focal thickening in the left implant, located in the retroareolar region (5 x 6mm), with its significance currently uncertain, chronic pain in the left breast, along with implant flipping/displacement" diagnosed by MRI and ultrasound. Healthcare professional confirms "fluid collection, implant rupture, causing localized pain and systemic illness.¿¿ device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Un-reporting since this is a duplicate file.